Manufacturer narrative:
A ge service representative performed an onsite investigation. The 5 vdc power supply was evaluated calibrated to the proper operating voltage. The ac power connections were also evaluated and reseated during the service event. The system was tested and found to be working as intended and returned to service.

Event description:
The customer reported that the system displayed an error and failed to boot. No patient serious injury or death was reported related to this event.